Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The stm evaluated the iabp unit and was able to confirm the customer's reported issue of damaged cart handle and monitor display mount. The fse replaced the damaged display mount, cart handle and all damaged hardware parts. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a physically damaged display mount on cart during transport. It is unknown if there was any patient involvement; however there was no adverse event reported.